Event description:
Additional information was received that the right ventricular (rv) lead was explanted and replaced to resolve the event.

Event description:
During a remote follow-up, episodes of oversensing were observed on the right ventricular (rv) lead. Rv lead damage was alleged but was unable to be confirmed. Technical support was contacted and provocative testing was performed, but the oversensing was unable to be reproduced. No further intervention has been performed at this time. The patient was stable and will continue to be monitored.